Event description:
It was reported that a male patient with a medical history of osteoporosis and previous bilateral tka received stryker omega 3 shs on (B)(6) 2013 (implant lot# z12389, implant serial # (B)(4)). Allegedly, there were no intra op or post op complications. It was reported that the patient was discharged from the hospital to a rehabilitation center on (B)(6) 2013. It was additionally reported that the patient went back on (B)(6) 2013 for a 2 week follow up soc visit, per surgeon, radiographs at the 2 week follow up visit revealed a fracture of the greater trochanter, dr (B)(6) assessed the patient and has opted for conservative treatment of the new fracture.

Manufacturer narrative:
Evaluation summary: the affected device was not returned for evaluation. However, x-rays were provided permitting to confirm the event. Based on the investigation results, the backed out was caused by osteoporotic bones which did not permit a good fixation. Therefore this case could be classified as user-related (wrong device used for indication) the current op technique reads: relative contraindications bone stock compromised by disease, infection or prior implantation that can not provide adequate support and/or fixation of the devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Manufacturer narrative:
Device remains implanted. If additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported that a male patient with a medical history of osteoporosis and previous bilateral tka received stryker omega 3 shs on (B)(6) 2013 (implant lot# z12389, implant serial # (B)(4). Allegedly, there were no intra op or post op complications. It was reported that the patient was discharged from the hospital to a rehabilitation center on (B)(6) 2013. It was additionally reported that the patient went back on (B)(6) 2013 for a 2 week follow up soc visit, per surgeon, radiographs at the 2 week follow up visit revealed a fracture of the greater trochanter, dr. (B)(6) assessed the patient and has opted for conservative treatment of the new fracture.